Event description:
Pt was treated for non union of tibia and fibula fractures. On (B)(6) 2011, the pt was taken to the operating room for osteotomy of the fibula and debridement of non-union of the tibia. A t-plate was placed on the tibia and an lcp straight plate on the fibula. An x-ray taken on an unknown date shows the straight plate to be broken. The pt was returned to the operating room on (B)(6) 2012 for removal of the plates, implant of a new, straight plate with local bone graft and op1. Pt is reportedly unreliable and surgeon feels this is an issue of pt healing factors and compliance.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.